Event description:
Embolization treatment of an avm located near the ophthalmic artery with onyx. Post procedure, it was reported the patient woke up and experienced blurry vision. Post procedural angiograms showed no evidence of occlusions in the ophthalmic artery. Post procedural retinal exams showed distal retinal artery occlusions which were reported as the cause of the visual symptoms. No other complications were reported with the pt.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the patient.